Event description:
It was reported that during a follow up, the pulse generator exhibited an electrocardiogram anomaly. Electrical measurements were normal. The patient was asymptomatic and the device remained implanted. The patient was seen for follow up on (B)(6) 2014. No further corruption of session records.